Event description:
It was reported that the procedure performed was to treat the left anterior tibial artery. The ratchet [thumbslide] was not catching the device and difficulty was noted during deployment of the 6.0x30mm supera self-expanding stent over a 0.018 guidewire. After manipulation with the catheter, the ses was able to fully deploy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interactions with the anatomy and/or other devices resulted in the device becoming bent preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.